Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was high, however, a specific value was not provided. Reportedly, tandem customer technical support assisted the customer with reloading the cartridge onto the pump and the customer delivered a bolus with the pump to address bg level.